Event description:
It was reported the epg (external pulse generator) will not pass the power on self test (post). The epg was returned for repair. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4). Analysis could not confirm the reported event. The device passed all testing, including the self-test, which was performed multiple times, with no anomalies found. The battery contacts were also found to be compressed, the liquid crystal display (lcd) was corroded, and the menu knob was not working after reassembly, with the encoder flex found to be out of specification. The upper and lower cases, side bail covers, ring cover, and battery drawer were broken, the lower case and lead flex cover were contaminated, and the side bails and ring cover were missing.